Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's pd nurse (pdrn) stated the patient was admitted on (B)(6) 2025 due to catheter removal and peritonitis with no discharge date provided. The pdrn is unsure if the event is related to the pd treatment or fmc product and confirmed the patient is transitioning to in-center hemodialysis (ichd). Additional information was provided by the pdrn. The patient went to the emergency room (ER) on (B)(6) 2025 due to upper right quadrant pain and general weakness. The patient was admitted to the hospital and diagnosed with peritonitis. A pd culture was drawn on (B)(6) 2025. The patient was initiated on antibiotic therapy with vancomycin (route, dose, frequency, and duration not provided). The culture resulted positive for enterococcus faecalis. The white blood cell count was 5,811. The patient is waiting to have the pd catheter removed. The transition to ichd will be permanent. The patient remains hospitalized. It is unknown if the cause of the peritonitis event was due to cirrhosis/ascites or contamination during a prior hospitalization. No further information was provided.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis with transition to hemodialysis. However, there is no documentation of a causal relationship between the reported event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The reported cause of the peritonitis event was attributed to cirrhosis/ascites or contamination during a prior hospitalization. ¿spontaneous bacterial peritonitis (sbp) primarily occurs in patients with cirrhosis and ascites but can occur in any patient who has developed ascites. It is usually due to translocation of bacteria from the intestinal lumen.¿ this is supported by the culture results of enterococcus faecalis. These are normal inhabitants of the gi tract and may colonize or infect the genitourinary (gu) tract. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's pd nurse (pdrn) stated the patient was admitted on (B)(6) 2025 due to catheter removal and peritonitis with no discharge date provided. The pdrn is unsure if the event is related to the pd treatment or fmc product and confirmed the patient is transitioning to in-center hemodialysis (ichd). Additional information was provided by the pdrn. The patient went to the emergency room (ER) on (B)(6) 2025 due to upper right quadrant pain and general weakness. The patient was admitted to the hospital and diagnosed with peritonitis. A pd culture was drawn on (B)(6) 2025 and (B)(6) 2025. The patient was initiated on antibiotic therapy with vancomycin (route, dose, frequency, and duration not provided). The culture resulted positive for enterococcus faecalis. The white blood cell count was 5,811. The patient is waiting to have the pd catheter removed. The transition to ichd will be permanent. The patient remains hospitalized. It is unknown if the cause of the peritonitis event was due to cirrhosis/ascites or contamination during a prior hospitalization. No further information was provided.